Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module gave an error message and had stopped working on 7/30/23. The pump module was running propofol at the time of the event. From an internal review of the logs, the pump module was running within the guardrails specifications. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump module gave an error message and had stopped working on (B)(6) 2023. The pump module was running propofol at the time of the event. From an internal review of the logs, the pump module was running within the guardrails specifications. There was patient involvement but no harm.